Manufacturer narrative:
Qn#: (B)(4). Complaint verification testing could not be performed as no sample, and no case data were returned for analysis. A device history record review was performed, and no relevant findings were identified. Without the device to evaluate, the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor, and trend for reports of this nature. If the sample becomes available at a later date, a follow up report will be submitted with investigation results.

Event description:
The complaint is reported as: customer reported they placed the line with a delayed blue bullseye (bbe), and later had to get a chest x-ray and had to pull back the line. No patient injury reported. The patient's condition is reported as fine.